Event description:
Plaintiff allegedly also experienced incarceration, fibrosis and debridement.

Manufacturer narrative:
Investigation: based on the review of the sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
Plaintiff allegedly also experienced pain, inflammation, deformation, mesh removal and recurrent hernia requiring additional surgery, abscess and infected mesh.

Manufacturer narrative:
A thorough review of the device history records indicates that this lot of hernia mesh passed all quality inspections and performance inspections. Based on the details of the complaint and acceptable lot qualification results atrium medical can find no fault with the product in question. This report is based upon allegations made in a potential lawsuit in which atrium medical would be named as a defendant. This report shall not be considered as an admission by atrium medical that the product described in the pre-suit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the claimant.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced surgical revision. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.